Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the patient had d5w 1/2 ns infusing when the nurse spiked and hung a secondary medication of pantoprazole. Once the secondary medication was initiated the nurse noted that the medication was dripping continuously when it had not been programmed into the pump. The nurse then closed the clamp, waited and then reopened the line to find the secondary medication to continue to backflow into the primary bag. There was no report of patient harm.